Event description:
It was reported that the patient was not getting relief from the indirect decompression spacer. The patient underwent a procedure where the indirect decompression spacer was successfully removed.